Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an ICD relocation procedure due to a painful pocket, a small defect on the outer insulation of the rv lead was noted. All electrical measurements were normal. The lead was repaired with silicone and a suture sleeve and remains implanted.